Event description:
The facility representative reported a fail code 570 during biomed testing. Although baxter attempted to obtain info, details were not available regarding add'l contact info. The hosp rep stated that there were no reports of pt injury or medical intervention. No add'l info is available.